Event description:
It was reported that a user experienced hyperglycemia with a highest continuous glucose monitor reading of 401 mg/dl, confirmed by glucometer at 364 mg/dl, persisting over multiple days while using an ilet system with a contact detach infusion set and dexcom g7; the user had a concurrent cold, completed a full supply change with site relocation, and reported no bent needle or site irritation, after which glucose values trended down to 163 mg/dl. Symptoms included hyperglycemia and reports of sleepiness or drowsiness. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.